Event description:
Customer reports receiving an eee error message and feeling a little weak and shaky while using the aviva sys. Customer reports meter was unavailable for use and she called 911. Customer reports emts tested her blood glucose with a result of 64 mg/dl; was given some candy. Customer reports the emts said she was dehydrated and took her to the ER where she was given an IV of unk content and released a couple of hrs later. A request was made for return of the suspect prod and a replacement was sent.